Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) was experiencing a ventricular tachycardia (vt) and received anti-tachycardia pacing (atp) that was ineffective and accelerated the vt into the ventricular fibrillation (vf) zone. The patient's rhythm spontaneously converted during charging. No over or undersensing was noted. No additional adverse patient effects were reported. This ICD remains in service.